Event description:
It was reported that a patient underwent a bilateral breast augmentation procedure in (B)(6) 2013 and suture was used for closure. The patient developed redness and oozing from the right breast incision area and was prescribed antibiotics at that time. Additional information was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.